Event description:
A 2.25 mm diameter x 18 mm length endeavor rx drug-eluting coronary stent delivery system was inserted into a pt for the treatment of a mid rca lesion. Lesion morphology was not reported. It was reported that the lesion was pre-dilated. It was reported that the physician inserted the endeavor drug-eluting stent and successfully deployed the stent at 20 atm. Post dilatation was performed with a 2.5 x 18 balloon. A second balloon was inserted for post-dilatation; however was unable to cross the lesion. It was noted at this time that the stent appeared to be separated. A series of balloons were inserted (1.5 then a 2.0 and a 2.5) for post dilatation. Another MFR's stent was placed within the endeavor drug-eluting stent and deployed at 22 atms. Pt is reported to be satisfactory. Please note that this device (lot number 0000560289) is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Other, secondary intervention): (other, stent appeared separated): results: lad and rca disease.